Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The cause of death was unk, but the customer did have high blood glucose levels at the time of his passing. Nothing further was reported.